Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the ventricle perforation could not be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that following the transaortic tavr procedure, a perforation approximately ¼ inch in diameter was noted on the posterior apex of the heart. Reportedly a 20mm bav balloon was underfilled to 18mm due to a significantly calcified and small sinotubular junction (stj). Following bav the patient's pressures were slow to recover. A 23mm sapien valve was deployed and paravalvular leak (pvl) was noted. Following post dilatation there was no improvement of the paravalvular leak noted, therefore the surgical team elected to place a second sapien valve (reference manufacture report number 2015691-2014-00206 ). The pvl was corrected and no central leak was noted; however, the patient's pressures were slow to recover. Some CPR was administered along with defibrillations, which raised the patient's pressures to greater than 100mmhg systolic. The surgical team elected to end the procedure; however, approximately 3 minutes later, the patient fibrillated. A pleural effusion was noted. The patient's pressure would not recover despite CPR and defibrillation. The patient¿s chest was opened and a perforation, approximately ¼ inch in diameter, was noted on the posterior apex of the heart. Despite all resuscitation efforts the patient passed away. Per report, it is unknown when the perforation occurred or what caused the perforation. The patient did not have a small ventricle. Reportedly the nosecone of the delivery system never descended far enough into the ventricle to perforate it.